Manufacturer narrative:
(B)(4). The investigation was completed on 29-jun-2018. Apoc labeling was evaluated during the investigation as pertaining to the event. While using I-stat cg8+ cartridge lot l18059, the customer reported obtaining an unexpected k+ result from a patient sample test, out-of-range k+ results during I-stat tricontrols testing and k+ star-outs during patient sample and I-stat tricontrols testing. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retain testing met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1 - product complaint level 2 and level 3 investigation procedure. Return testing did not meet the acceptance criteria found in q04.01.003 rev. Ac, appendix 1 - product complaint level 2 and level 3 investigation procedure for the rate of k+ results outside of the total allowable error (ea) and for the rate of suppressed results due to k+ star-outs. With the exception of k+, all other sensors met the ea acceptance criteria. A deficiency has been determined for cg8+ lot l18059 and has been added to quality record (qr) 1565. The investigation was completed on 24-aug-2018. This revision of this investigation report was required to document additional return cartridge test results. Additional testing was performed to better isolate the section of the lot that produces unacceptable k+ performance with respect to star-outs and results outside test limits. While using I-stat cg8+ cartridge lot l18059, the customer reported obtaining an unexpected k+ result from a patient sample test, out-of-range k+ results during I-stat tricontrols testing and k+ star-outs during patient sample and I-stat tricontrols testing. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retain testing met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1 - product complaint level 2 and level 3 investigation procedure. Return testing did not meet the acceptance criteria found in q04.01.003 rev. Ac, appendix 1 - product complaint level 2 and level 3 investigation procedure for the rate of k+ results outside of the total allowable error (ea) and for the rate of suppressed results due to k+ star-outs. With the exception of k+, all other sensors met the ea acceptance criteria. A deficiency has been determined for cg8+ lot l18059 and has been added to quality record (qr) 1565.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant potassium result on a (B)(6) male patient with acute and chronic respiratory failure with hyper capnia. There was no patient information available at the time of this report. Return product is available. There are no injuries associated with this event. Method date collected tested result method: I-stat, date: (B)(6) 2018, collected: 10:23, tested: 10:26, result: >9.0mmol/l. Name of the comparative lab instrument: none. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay.